Event description:
Head of bed will not raise.

Manufacturer narrative:
Technician found the head section of the bed would rise when trying to raise the head. Tech removed the hydraulic solenoid from the hydraulic pump and cleaned it and made sure that it didn't stick. Tech reinstalled, retested the head function. The head raised to its highest position. The repair is complete. All functions work properly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.